Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate anti-tachycardia pacing (atp) bursts and two electric shocks. Technical services (ts) reviewed the arrhythmia episodes and could not determine if these were true ventricular rhythms or atrial driven. No additional adverse patient effects were reported. This device remains in service.